Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with optical surprise. The lens was exchanged for another lens model 02 months 02 days following the initial procedure. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in d.4. Additional information was provided in h.3.,h.6 and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided on the completed questionnaire that a non-qualified cartridge was used. The company lens model is approved for use in the company b and c cartridge only. A qualified handpiece and viscoelastic were indicated. The product investigation could not identify a root cause for the reported complaint. The product has not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company lens 19.0 diopter lens was removed and replaced with a non-company 19.0 lens. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).